Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen reset, and standby icon are defective, not responding. Requesting part replacement for a touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that while conducting preventative maintenance on this device, it failed because the reset and standby button was unresponsive. This device is still out of service. This device did not pass the preventative maintenance, multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that while conducting the preventative maintenance on this device it failed because the reset and standby button was unresponsive. This device is still out of service. This device did not pass the preventative maintenance, the investigation is ongoing.